Event description:
During verification testing at the service center, it was noted that the device door roller was broken.

Manufacturer narrative:
The mechanism was received on (B)(4) 2013. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.